Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia and customer stated insulin pump alleging possible under delivery. The customer blood glucose level was over 400 mg/dl at the time of incident and 533 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin injection for high blood glucose. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer stated insulin pump had insulin flow blocked alarm. Customer stated insulin did exit. Customer reported that the insulin pump was on auto mode at the time of incident. Customer stated blood glucose was high because of not filling up the cannula. The device will not be returned for analysis.